Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The system controller and the user interface pcb assemblies were replaced, and the proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device was displaying a service indicator, and it would not fully boot up. There were no reports of patient use associated with the reported failure.